Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed and the poly was exchanged due to post breakage after the patient fall. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed batch. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A clinical analysis noted that no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The cause of revision was stated as patient injury. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed, the patient experienced a fall and the post of the insert broke. A revision surgery was performed to exchange the insert. The patient outcome is unknown. No additional information provided at this time.